Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurements of greater than 2,000 ohms. All lv pacing configurations were measured with the programmer and the physician was able to identify a configuration that yielded normal pace impedance measurements. This device was reprogrammed which solved the issue. On review, fluoroscopy confirmed the same lead position as during the implant with no physical damage on this lead. Additional information indicated that the patient is not pacemaker dependent. The system remains in service. No adverse patient effects were reported.